Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after complaining of spasms for five days following a recent implant. A perforation of the right ventricular lead was confirmed. The lead was removed and visually appeared to have a bend at the portion of the ring. The lead was explanted and replaced. A pericardiocentesis to remove fluid/ blood in the pericardium was also completed during the procedure. The patient was stable.

Manufacturer narrative:
The reported event was cardiac perforation and lead "bend at the portion of the ring". A complete lead was returned in one piece for analysis. The reported event of lead "bend at the portion of the ring" was not confirmed. Visual inspection of the lead found no anomalies on the lead body. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found helix was retracted and clogged with blood/tissue. X-ray examination found the inner coil was over-torqued consistent with procedural damage. After cleaning, helix was able to be extended and retracted when torque applied directly to the inner coil. The measured full helix extension length was within product specification. A tip stiffness test was performed, and the results were within product specification.